Manufacturer narrative:
Bci field service engineer (fse) indicated that the black stripe I beam tubing containing the waste from the sampling needle had a hole. Fse replaced the tubing. Repairs per established procedures were verified and results met published performance specifications. Root cause for the leak was associated with a hole found in the I beam tubing. Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc (bci) to report a blood leak at the left side of the coulter lh 750 hematology analyzer. User was wearing personal protective equipment (ppe) consisting of lab coat, gloves and goggle at the time of incident. No one was contaminated. There were no reports of exposure to mucous membranes or open wounds. No injuries occurred and medical attention was not sought. There were no reports of death, injury or change to patient treatment attributed or associated with this event.